Event description:
Note: date of the event is unknown. It was reported to boston scientific corporation on january 18, 2006 that an endostat ii electrosurgical unit was used during a procedure (patient age, gender and weight are unknown). According to the complainant, it was reported that "does not heat up at low temp. Does heat from 40 and above". No additional details are available.

Manufacturer narrative:
Visual examinaiton of the returned device revealed that it appeared to be in fairly good condition. The device was evaluated and worked within expected toletance. The cause of the reported malfunction could not be confirmed. The device history record for this serial number was reviewed; no previous service history of repairs to this device.